Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a dimension xpand plus with hm instrument for one patient. The discordant ctni result was reported to the physician, who did not question it. A serial repeat ctni test was ordered by the physician. A value of <0.04 ng/ml was obtained on this sample. Because of the discordance between these two results the original sample was repeated. A value of <0.04 ng/ml was obtained. A corrected report with this value was sent to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant ctni results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the sample was centrifuged using a statspin at 3500 rpm for 5 minutes and was outside the tube manufacturer's instructions for centrifugation at 1300 rpms for 10 minutes. The tsc instructed the customer to follow the tube manufacturer's instructions for centrifugation and to follow the proper pre-analytical sample handling procedures. The tsc also determined that the original sample showed a very high level of chromium and that the chem data files showed imprecision of the level 1 calibrator during the time of the event. The cause of the discordant ctni result is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.